Event description:
The manufacturer received information alleging a ventilator was alarming for low ventilation while in patient use. The patient allegedly desaturated and the ventilator was removed from the patient. The patient was manually ventilated and admitted to the hospital. The hospital determined that there was nothing wrong with the patient. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was alarming for low ventilation while in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed. A review of the device's error log confirmed there were no malfunctions or issues observed that could impact therapy. The device operated as designed by recognizing and alerting the caregiver to the patient circuit issues.